Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a right side rupture. Device remains implanted.

Event description:
Healthcare professional reported, hole in radius (edge). Observed, during explant surgery. The device has been explanted and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., d.1., d.4., d.6b., g.2., h.2., h.4., h.6. Reason for reoperation: deflation.

Event description:
Later, physician reported deflation. The device has been explanted.